Event description:
Patients lead and generator were replaced due to the high lead impedance. Explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Patient presented with high lead impedance. The patients device was programmed off and was referred for x-rays. The x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.